Event description:
It was reported that the pump housing and usb port were damaged, affecting the customer's ability to charge the pump, although the pump had not shut down due to the issue. There was no adverse impact to the customer's blood glucose level. The customer continued using the current pump for insulin delivery and was sent a replacement pump with updated software by technical support. They were instructed to allow the battery of the current pump to fully deplete and return it within 10 days using a pre-paid label.